Event description:
A (B)(6) female pt called zoll customer support to report that one of her batteries was displaying an error when inserted into a battery charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation the battery was unable to power up a test monitor. The cause of the battery failure was isolated to corrosion on the battery pca board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.